Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. Perform the audio test sound with dexcom global receiver communication and it passed. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).